Manufacturer narrative:
(B)(4).

Event description:
It was reported that the knot came loose on the suture during implantation. A backup device was available to complete the procedure without delay or patient impact.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. The trigger has been fully advanced and locked within the handle indicating a complete deployment. One loose t and a length of suture were returned for examination. The suture has been cut clean. The t shows no abnormalities. The portion of the suture that contains the suture knot was not returned for examination prohibiting confirmation of the reported complaint of the knot coming free. No root cause related to the manufacture of the device can be established. Further investigation is not warranted at this time.